Manufacturer narrative:
(B)(4). D10: catalog: 42532006401, tibia cemented 5 degree stemmed left size c, lot: 64805233. Catalog: 42512200410, articular surface fixed bearing ultracongruent (uc) left 10 mm. Height, lot: 65344911. This follow-up report is being submitted to relay additional information. The following sections were updated: b3; b4; b5; d1; d2; d4; d6a; d10; g1; g4; g6; h1; h4; h6; h2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was also revised due to implant loosening of both components not only femoral component. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. A definitive root cause cannot be determined. F any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient was evaluated not only for loosening of both components but also for range of motion (rom) issues. This revision surgery occurred approximately two years post implantation. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted

Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient was revised due to implant loosening of the femoral component. Attempts have been made and all available information has been provided.